Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the mid left anterior descending artery. A 2.0x15mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion; however, slight resistance was felt with the anatomy while advancing. The balloon ruptured during first inflation at 10 atmospheres for 5 seconds. The bdc was removed and replaced with a non-abbott bdc. The procedure was successfully completed with the stent implantation of a 2.5x28mm xience alpine strnt. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.